Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted at about four months later, due to excessive vaulting and a iridectomy was performed. The lens was exchanged for a shorter lens.